Event description:
Device malfunction: difficult to advance/difficult to remove. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device, attempted arteriotomy closure of the right femoral artery after a diagnostic procedure. Reportedly, a kink was found in the sheath and was not used. A sheath from a second starclose se package was used successfully. The device was difficult to advance and difficult to remove. The access ports were used to remove the device from the patient anatomy. The distal end of the clip delivery tube appeared to be fractured, but still attached to the device. Hemostasis was achieved using manual compression. There were no adverse patient effects reported. Though requested, no additional information was reported.

Manufacturer narrative:
The device was received. Investigation is not complete.